Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 2.5 years remaining to 1.5 years remaining. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.